Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. Analysis of the pcu event log begins at 12:23am on (B)(6) 2016. The profile in use was identified as crit care/emer meds. The pump module s/n (B)(4) was in use and infusing fentanyl 5000mcg/250ml (drugid 148) at 5ml/hr. The event log shows there were 4 rapid bolus doses (two at 25mcg and two at 50mcg) given between 12:23am and 4:50am. The infusion was stopped at 2:12pm when the device was channeled off. The total volume recorded as being infused on (B)(6) 2016 between 12:23 am and 2:12 pm was 76.418ml. The root cause of the customer¿s report of a possible overinfusion was not identified. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion of 100ml of fentanyl was set to infuse at 2.5ml/h(20 mcg/ml) was noted to be empty after 7 hours. There was no report of patient harm.